Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic on (B)(6) 2017 after experiencing an inappropriate shock on (B)(6) 2017 from the implantable cardioverter defibrillator. Upon interrogation, it was observed that the therapy was delivered during supraventricular tachycardia episodes that were diagnosed as ventricular tachycardia. The patient did not have any other adverse events. The physician elected to treat the patient¿s flutter with medication and no intervention was performed. The patient was stable throughout device interrogation and will continue to be monitored.